Manufacturer narrative:
Sections with additional information as of 22-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: extremely high glucose note: manufacturer contacted customer in a follow-up call on 23-jul-2020 to ensure that the customer's condition improved .able to establish contact with customer and stated condition improved and was not currently having any diabetic symptoms. No medical intervention since the last call was reported. Customer performed a blood test using the truemetrix meter and obtained a result over 500 mg/dl. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern . Unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported that she is not able to test her blood sugar, customer could not tell technician what happens when she attempts to test. During the call, a blood test was performed by the customer fasting and produced test result of hi using truemetrix meter. At the time of the call the customer reported symptoms of increased thirst and increased urination; medical attention was not needed at the time of the call. The customer¿s expected fasting blood glucose test result range is 150 mg/dl. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 12/18/2021 and open vial date is one week ago. The meter memory was not reviewed for previous test result history.